Event description:
Patient status post revision of fusion and experienced late operative site pain. X-ray showed screw as prominent and click'x locking caps noted to be loose at the lower portion of the construct. The dual opening uss system and click'x monoaxial system construct was removed and patient had fused at t4-l1. Additional screws were received for investigation. The hospital was unable to identify which screw was associated with the reported event. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Devices received. A list of the lot numbers and manufacturing dates are as follows: 1362907, 10/08/2005. 1254013, 06/04/2004. 1362906, 10/08/2005. Lot numbers were obtained from devices received. Approximate implant date - (B) (6) 2007. Subject devices have been received and are currently in the evaluation process. Date of manufacture was determined from lot numbers obtained from devices received.